Event description:
The pt's attorney "alleges the pt was admitted to hosp in 2003 for surgery to replace existing pump due to apparently normal battery depletion; or following the replacement, pt 'experienced symptoms that their pump had been installed to correct'. That they 'began having abdominal symptoms'. That the pump had begun to move around. Causing seroma formation and severe pain'. That pt consulted with their doctor in january 2004 'because of pain in the area of the surgery', that a second revision surgery was scheduled 2004, but that a replacement pump was not available on the day of the surgery, that the pump was removed in, 2004 and the replacement implanted 11 days later. That 5 months later exploratory surgery revealed scar tissue, staples and sutures where the pump had been explanted."